Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty printed-circuit board caused the device to generate an alarm and the front panel was not displayed. The cause of the faulty cr board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered during the device evaluation and contributing to the reported restarting failure. Additionally, it was noted that one of the unit¿s feet had a poor appearance. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus high flow insufflation unit, the device was intermittently restarting. There was no patient involvement during this event.